Event description:
It was reported that the patient complained of receiving what felt like a shock, and of feeling 'tired' and 'worn out' afterwards. Currently, it is not possible to determine if the shock was appropriate or inappropriate. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of receiving what felt like a shock, and of feeling 'tired' and 'worn out' afterwards. It was further reported that the patient was seen by the clinician, at it was determined that the patient had not received a shock. The lead was determined to be functioning normally. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead, (B)(6) 2012. (B)(4).